Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The sample foam detection (sfd) images were reviewed. Many of the images showed sample quality issues. The customer used a centrifugation speed of 1700 g for 10 minutes. Based on the sample tubes used, the centrifugation speed should be at or less than 1300 g for 10 minutes. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
We received an allegation of discrepant high results for 5 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Patient 1 initial result was 23 ng/l. The sample was repeated twice with results of 31 ng/l and 22 ng/l. On (B)(6) 2024 patient 2 initial result was 26 ng/l. The sample was repeated twice with results of 19 ng/l. On (B)(6) 2024 patient 3 initial result was 12 ng/l. The sample was repeated twice with results of 9 ng/l and 7 ng/l. On (B)(6) 2024 patient 4 initial result was 19 ng/l. The sample was repeated twice with results of 12 ng/l and 13 ng/l. On (B)(6) 2024 patient 5 initial result was 18 ng/l. The sample was repeated twice with results of 5 ng/l and 4 ng/l.

Manufacturer narrative:
Discrepant troponin t hs results were provided for an additional patient sample (patient (B)(6)): on (B)(6) 2025 patient (B)(6) initial result was 43 ng/l. The sample was repeated twice with results of 52 ng/l and 39 ng/l.